Manufacturer narrative:
(B)(4). Approximate age of device - 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to multi-organ failure from cardiogenic shock and hemorrhagic stroke.